Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information received in revision operative report that six weeks post-implantation patient had a closed reduction procedure due to the patient dislocating his hip while cutting wood and spontaneously reduced on several occasions. The patient then went to sit down and developed severe right hip pain and felt a significant pop. X-rays confirmed a posterior hip dislocation without any evidence of fracture or loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative reports. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded the most likely root cause of the event is due to patient not adhered to rehab protocol. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8775-036-02, biolox delta fem head 36mm +0mm, 2889202, 00-8757-052-01,continuum clusterhole shell 52 ii, 63696752, 00-6250-065-25, bone screw 6.5x25 selftap, 63481131, 00-8852-010-36, continuum vivacit-e elevated liner ii 36 x 52, 62913191, 00-7841-013-50, versys fm mc clr 13x140mm lm body ext neck, 63422675. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient dislocated causing extreme pain and immobilization one month post-implantation. Attempts to obtain additional information have been made; however, no more is available.